Event description:
During device evaluation by baxter, it was found that the channel b stop button was not responding. No patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
The condition of channel b stop button was not responding was confirmed. The stop key is defective. The channel b keypad was replaced to correct the reported condition. (B)(4).

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).